Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 365 mg/dl, 208 mg/dl, and 169 mg/dl. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.